Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Marker lumen patency test was performed and the result indicated that the marker lumen was patent. The reported marker lumen blockage was not confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar marker lumen blockage incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement with a proglide device was attempted in the moderately calcified left common femoral artery using the preclose technique prior to an interventional procedure. The arteriotomy was a 6f; however, information of what the sheath was upsized to during the interventional procedure was not provided. Reportedly, after foot deployment the plunger was retracted and a cuff miss occurred. The proglide device was removed and the interventional procedure was successfully completed. Hemostasis was achieved using manual arterial compression. Additionally, it was reported that suture placement with a proglide device was attempted in the right common femoral artery was attempted using the preclose technique prior to an interventional procedure. The arteriotomy was a 7f; however, information of what the sheath was upsized to during the interventional procedure was not provided. Reportedly, the proglide was advanced into the artery and no blood flow was observed from the marker lumen. The proglide was removed and a second proglide suture was placed using the preclose technique. After the interventional procedure hemostasis was achieved using the pre-placed suture of the second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other proglide device referenced, is being filed under a separate medwatch MFR number.